Event description:
A site reported a loss of telemetry monitoring for approximately 200 patients for approximately 2 hours due to a presumed hardware failure. Alternative monitoring was available for a limited number of the affected patients. There were no patient injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.